Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that burr detachment occurred. A 1.50mm rotalink¿ plus was selected to be used to treat the target lesion located at the circumflex artery. During procedure and inside the patient, it was noted that the rotalink burr became disconnected, it separated. They were able to retrieve and pulled out the burr. There were no patient complications reported and the patient was okay.